Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). D4 - unk. D6a - unk. G4 - unk. H4 - unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). On (B)(6) 2023 elevated iop (34mmhg), poor visual accuity was observed. Tapering topical steroid and alphagan is being taken. Lens remains implanted. Problem not resolved. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4).